Event description:
Discordant, falsely elevated troponin results were obtained on three patient samples on a dimension rxl max with hm instrument after a failed calibration. The discordant results were reported to the physician(s). The samples were rerun and resulted lower. It is unknown if the samples were rerun on the same instrument or an alternate instrument. The rerun results were reported to the physician(s). One patient ((B)(6)) was admitted to the intensive care unit. Another patient (unknown which sid) was admitted for observation and discharged upon receipt of the corrected report. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluation of the instrument data, the gps specialist did not find an instrument malfunction. The gps specialist discovered that the calibration had failed and the quality controls were out of range. The operator had accepted the failed calibration, ran patient samples, and reported results despite the failed calibration and the quality controls being out of range. The cause of the failed calibration is unknown. The cause of the discordant, falsely elevated troponin results is due to patient samples being run after a failed calibration and while quality controls were out of range, which is user error. The instrument is performing according to specifications. No further evaluation of the device is required.